Manufacturer narrative:
The overall condition of the unit indicated that misuse or mishandling was the most likely cause of the reported pad dislodgement. Evidence of misuse is indicated by the level of occlusion and charring in the distal area.

Event description:
During procedure, the distal tip pad detached from device. The pad was retrieved from the patient.